Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the whole system was explanted due to pocket infection. The system was explant with no complications.